Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12° had the tip melted and broken. The event occurred during inspection for a therapeutic procedure. The procedure was completed using a similar device. There was no patient harm associated with the event.

Event description:
The issue occurred during a therapeutic transurethral resection of the prostate (turp).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the tip melted and broke occurred due to wear and tear. Olympus will continue to monitor field performance for this device.